Manufacturer narrative:
Event date: (B)(6) 2020. Report date 25sep2020.

Event description:
It was reported that the ventilator would not run on battery. There was no patient involvement.

Manufacturer narrative:
G4: 02nov2020 b4: (B)(6) 2020 multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.